Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient could not power up the liberty select cycler. The patient stated they would go to the hospital to complete their dialysis treatment. In follow-up, it was discovered while hospitalized the patient had mold inside the pd catheter (not a fresenius product). In a follow-up call with the pd nurse, it was stated there are no hospital records available and limited information about the reported event. The nurse indicated there is no documentation the patient had peritonitis and it is presumed to be infection of the pd catheter (not a fresenius product). Reportedly, the patient had the pd catheter removed and was transitioned to hemodialysis in the hospital and subsequently discharged (date unknown). During follow-up, the pd nurse stated the patient's brother subsequently reported the patient expired at home. The date of death was stated as either (B)(6) 2021 or (B)(6) 2021 (exact date could not be confirmed). The nurse reported the patient was not in any form of dialysis treatment when they expired. The cause of death was reported as unknown and currently there is no expected autopsy (esrd death form is not available). The nurse states the patient is known to be a generally non-compliant patient and that the patient's brother indicated the patient does not "help" himself and didn't seem to want to live. The nurse confirmed all reported events (pd catheter mold and death) are not related to fresenius device, or product. C-874272 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).